Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present with 150 or 180 series scopes during testing due to a defective printed circuit board. Additionally, one of the cables was found deformed. The front panel was damaged. Burnt marks were discovered on the sheet, and there were grooves present on the top cover. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that whenever she went to plug in a 150 or 180 series scope on her olympus evis exera iii video system center, she was unable to get an image to appear on the display. According to the initial reporter, she was able to get an image when using a 190 series scope. Reportedly, this event took place during a diagnostic gastroscopy procedure, and it was completed using another device without any impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of defective printed circuit board/patient board set could not be identified. However, it¿s likely the cause is either related to an effect of the design change of the operational amplifier before countermeasures were implemented, or a connection failure with the video connector. It was confirmed that the design change of the operational amplifier of the dr board (printed circuit board) was conducted on april 16, 2018. Olympus will continue to monitor field performance for this device.